Manufacturer narrative:
The field service rep determined the cause to be a vacuum failure in the final rinse squeegee and replaced it. He checked the pump vacuum pressures and rinse levels. He also reorganized the reagent and sample probe wiring and fluidic connections in the mechanism heads. To verify the analyzer operation, he ran a precision, qc and correlation to the other modular instrument.

Event description:
The user experienced problems with erroneous creatinine results on multiple pt samples. The issue occurred multiple times in 2009. No discrepant result info was provided until about 10 days later. The user stated the erroneous results were 0.5-1.0 mg per dl lower than the actual result when repeated and provided one example. On the first run, the p module would generate a result of 0.5 mg per dl, and would repeat at 1.5 mg per dl. The user confirmed that no erroneous results were reported.